Event description:
It was reported that a 46-year-old caucasian female patient underwent a breast augmentation primary with unspecified mentor gel breast implants and experienced bilateral rupture post-operatively, which was confirmed during an MRI. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the first of two devices.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 31, 2022, mentor received the device for evaluation. On november 06, 2022, mentor completed a visual inspection of the returned device. Visual analysis of the breast implant was found to be ruptured. In addition, shell abrasion was noted on the edges of the rupture. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On october 11, 2022, mentor received additional information regarding this product complaint. The patient underwent removal and replacement with 325cc mentor memorygel breast implants on (B)(6) 2022. As such, device explantation was added. The patient's date of birth was updated to (B)(6) 1975. The patient was implanted on (B)(6) 2009. The impacted devices were identified and added. Left device: catalog: 3507350bc lot: 5635867 serial number: (B)(6) right device: catalog: 3507350bc lot: 5698914 serial number: (B)(6). Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture manufacturer¿s reference number: (B)(4).